Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 141, 103 and 151 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer educated of the product proper storage environmental conditions.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 141, 103 and 151 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:141mg/dl (B)(6) 2016 08:00 am fasting:yes, 2:103mg/dl (B)(6) 2016 01:47 pm fasting:yes, 3:151mg/dl (B)(6) 2016 07:35 am fasting:yes, 4:176mg/dl (B)(6) 2016 07:39 am fasting:yes, 5:153mg/dl (B)(6) 2016 08:41 pm fasting:yes. Memory concerns:151 mg/dl, 176 mg/dl, 153 mg/dl customer educated of the product propers storage environmental conditions.